Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded. Lot release records were reviewed, and the product lot met all acceptance criteria. We are unable to determine if any product condition could have contributed to the reported event. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 26.4. Hardware: iphone15.3. Cgm sensor type: dexcom g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported wearing the pod on the leg for between 4 and 24 hours prior to the event. On (B)(6) 2026, the patient became acutely ill and was hospitalized for approximately 4 days, with discharge on (B)(6) 2026. The patient reported symptoms including fever, lethargy, inability to ambulate, shortness of breath, hyperglycemia up to 320 mg/dl, and elevated blood pressure. The patient reported inability to reduce blood glucose levels despite insulin administration prior to hospitalization and reported progression to diabetic ketoacidosis (dka). The patient reported uncertainty regarding the underlying cause of illness, noting possible exposure within the household; a definitive etiology was not identified. The reported diagnosis included stomach paralysis. Treatment during hospitalization included insulin drip administration, intravenous fluids, and diagnostic testing. The pod was removed at the hospital to allow inpatient diabetes management; the patient reported the device was functional at the time of removal. The device was discarded by the hospital; therefore, it is not available for evaluation.